Event description:
While in use, the tubing connecting the valve to the lma airway broke into two pieces. The airway with the broken inflation line was replaced with another lma. There was no patient injury.